Event description:
A leak occurred at the reducing connector on the positive pressure side of the pump boot. The leak started approx 1 min after aortic cross clamping was initiated and squirted blood for about 40 seconds before the perfusionist was able to attach a tie-band to the connector and stop the leak. The perfusionist estimated that 250 cc of blood was lost due to the leak. After the leak was fixed the remaining portion of the surgery ran smoothly. No blood or drugs were given as a result of the leak.